Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, "the tubing may be filled with a maximum of 30 units of insulin during each fill cycle."

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was filling the tubing with less than 30 units; tandem technical support educated customer on the importance of filling with 30 units in total. A supply change was performed in attempt to address the issue; however, issue persisted. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.